Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 694952 implantable tachy lead implanted: (B)(6) 2007 explanted: (B)(6) 2013 product ID d154awg implantable cardioverter defibrillator (ICD). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) had triggered. The right ventricular (rv) lead showed high impedance, oversensing and an elevated short interval count (sic). There was also an apparent fracture of the rv lead. The atrial lead also showed high impedance and thresholds. The rv and atrial leads were partially explanted and replaced. No patient complications have been reported as a result of this event.